Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 23-apr-2018, field service engineering (fse) visited the customer to address the reported event. During the evaluation, fse was able to confirm the error code in the error log. The customer indicated that the instrument had been operational on the day of the visit. While inspecting the instrument, fse found a faulty stc lane and replaced it with a new one. They verified the alignments and lubricated and cleaned all stc movements on new lane. The instrument was validated by running the cup transfer test and running all controls. The instrument was verified as operational. There was no further action required by fse. A (B)(4) complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were three (3) similar complaints found during the searched period. The aia-2000 operator's manual under appendix 4 - error messages states the following: the [3061] stc lane mixing failure. Cause : the mixing check sensor of the stc lane mixing motor failed to detect a mixing operation. The current measurement will be flagged (io flag) and new measurements will be suspended. Solution : contact tosoh service center or local representatives. The most probable cause of the 3061 stc lane error messages was an intermittent connection at the stc motor harness.

Event description:
On (B)(6) 2018, a customer reported error messages 3061 stc lane, hybrid arm, and tip detach with the a1a-2000 instrument. Technical support services (tss) instructed the customer to perform an all set home and try to rerun the instrument. However, the sample clog errors persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta human chorionic gonadotropin (bhcg) and follicle-stimulating hormone (fsh) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.

Manufacturer narrative:
(B)(4), per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: the stc motor harness was returned and evaluated on 04-may-2018. Visual inspection of the component did not reveal any damage. Functional testing was performed with the returned part and found that component failed. The part did not turn with the motor causing the error message. The part will be held for possible remanufacture. Conclusion code: 23 manufacturing deficiency.

Manufacturer narrative:
(B)(4), per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Conclusion codes: 4307 cause traced to component failure. The correct conclusion code is 4307 cause traced to component failure and not 23 manufacturing deficiency.